Event description:
The customer contact reported an electrical shock. The device was connected to a gemstar pump and was being used to deliver unspecified concentrations of fentanyl and marcaine at an unspecified rate. After an unspecified length of time in use, it was reported that while the nurse was replacing the solution container, the solution container was accidently punctured and solution leaked onto the device. It was reported that 30 minutes after a new solution container was hung, the pt reported a strong burnt odor. The customer contact did report smoke; however, no specific details were provided. The customer contact indicated that the nurse then inadvertently unplugged a second device from ac power and touched the docking station that was still plugged into ac power. At this time, an electrical shock to the nurse's hand was reported. There were no reported adverse effects to the nurse or the pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.